Event description:
It was reported that the hvli is fluctuating and a sensing anomaly were observed. At explant, lead damage was noted.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.